Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in the (B)(6) of fatal gastrointestinal bleeding and septicaemia secondary to peritonitis in a patient coincident with extraneal viaflex, physioneal 40 unknown bag, and nutrineal pd4 unknown bag therapies. On (B)(6) 2011, the subject experienced the clinical manifestation of abdominal tenderness and had an emergency visit due to septicaemia secondary to peritonitis. That same day, the subject experienced was hospitalized due to gastrointestinal bleeding. Treatment was not reported. On (B)(6) 2011, the subject died due to gastrointestinal bleeding. Gastrointestinal bleeding- fatal. Septicaemia secondary to peritonitis- not reported. Fatal gastrointestinal bleeding- not reported in relation to suspect products, not related to index event. Septicaemia secondary to peritonitis- not reported. Cause of death was gastrointestinal bleeding.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is undetermined.